Manufacturer narrative:
The provider's technician went to the consumer's home and set up the chair correctly. The unit is working properly.

Event description:
Consumer alleges when the delivery service set up the chair they failed to put the screws on that hold the back together allegedly causing the consumer to fall back out of the chair.